Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the autotome rx sphincterotome was backloaded over a .035" hydra jagwire. However, when the autotome was positioned within the common bile duct, it was noticed under fluoroscopy that the distal tip was pointed in the opposite direction as the guidewire. The autotome was removed from the patient. Upon inspection, the distal tip of the autotome was split or torn. The procedure was completed with another autotome rx sphincterotome along with the same guidewire. The customer had no issues with the guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device component code "tip" relates to device code "torn material" for the reported event of tip torn. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the autotome rx sphincterotome was backloaded over a .035" hydra jagwire. However, when the autotome was positioned within the common bile duct, it was noticed under fluoroscopy that the distal tip was pointed in the opposite direction as the guidewire. The autotome was removed from the patient. Upon inspection, the distal tip of the autotome was split or torn. The procedure was completed with another autotome rx sphincterotome along with the same guidewire. The customer had no issues with the guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The returned jag guidewire was found to be intact without any issues. The condition of the returned unit was consistent with the complaint incident that distal tip of the autotome was split or torn. The damaged distal tip is likely due to excessive force during the customer handling/usage (while removing/ separating the guidewire from the tome) and the most probable root cause for the torn/split working length and split tip is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.